Manufacturer narrative:
Updated FDA product code and catalog number.

Manufacturer narrative:
Updated catalog number and brand name.

Event description:
It has been reported that the device has failed a self-test.

Manufacturer narrative:
Reporter details and contact office updated.